Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction - fluid loss.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion near the strain relief of the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. A separation is noted at the strain relief of the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be in an area of confined abrasion. A separation is noted in the bladder of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be material degradation. No functional abnormalities are noted with cylinder #1 or cylinder #2. Quality concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the serialized exhaust tube to be kinked backwards. Quality also concluded that the serialized exhaust tube of the pump and the inlet tube of the reservoir abraded enough to cause a separation in the tubing at each site. Additionally, previous investigation indicated that the human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. In addition, polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. Quality concludes this to most likely be the reason for the separation in the reservoir bladder. Separations of this type could then allow the loss of fluid, making the device inoperable. Quality is unable to determine if only one or all sites were the cause for the reported failure.